Event description:
Healthcare professional reported reading an unspecified "internet forum" in which a pt stated being injected in the nasolabial folds and the corners of the mouth with an unspecified type of juvederm and subsequently developing swelling at the corners of the mouth. Pt was treated with cortisone which decreased the swelling slightly however the swelling has not yet resolved roughly 3 years later. Allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 03/06/2014. Allergan is unable to confirm the event with the pt, injecting healthcare professional, or treating healthcare professional, therefore additional event, product, or pt details are not attainable. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but at not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which can occur simultaneously with itching or pain on pressure, can appear after the injection.